Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer also reported that they had a bent cannula. The customer reported that they were having high blood glucose of around 400 mg/dl at the time of incident. The customer stated that they were able to resolve the no delivery alarm. The insulin pump will not be returned for analysis.